Event description:
Procedure type: lap chole. According to the reporter: the inflated balloon in the patient cavity broke. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
.